Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable elecsys vitamin d ii assay (vitdii) results along with an ongoing issues with imprecise qc recovery. The customer provided the vitdii results for 1 patient sample tested on a cobas 8000 e 602 module. The initial vitdii result was 55.42 ng/ml. The same sample was retested on another analyzer with a vitdii result of 94.50 ng/ml. The erroneous result was released outside of the laboratory. The vitdii result from the other analyzer was deemed to be correct. There was no adverse event. The customer stated that the qc results prior to the event were acceptable. The cobas e602 serial number was (B)(4). The samples were aliquoted by modular pre-analytical system. The field engineering specialist checked the system and determined that the cause of the issue was related to the reagent. Specific details have not been provided, but clarification has been requested. The customer ran qc with acceptable results.

Manufacturer narrative:
The field engineering specialist clarified his statement in regards to the reagent being the issue. He stated that when the customer was running calibration and qc they were reversing the high an low calibrators. The investigation is currently ongoing.

Manufacturer narrative:
Further investigation determined that the error was caused by the user placing materials on the analyzer in the wrong positions. The customer verified that they are not having any further issues with discrepant vitamin d results.